Event description:
It was reported that the patient presented to the hospital with myocardial infarction and a syncopal spell. It was noted that rising impedance and an insulation break were observed on the pacing lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.